Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 13mm (item # tsvwb13) was received for investigation. Visual inspection of the as returned product identified significant residue, gouges, and fracturing around throughout the implant's form. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 19 and was used for approximately 10 years. DHR review was completed for the subject lot number (60983939). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 60983939) for similar event and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported events (implant fracture and bone loss) or device (tsvwb13). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
Additional information received confirmed that implant was removed. Tooth location 19.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k011028, k013227. Device was not returned.

Event description:
It was reported that an implant (tsvwb13) fractured at the internal hex. Implant remains implanted at the time of this report.